Event description:
Boston scientific provided the following information: noise was seen on stored egms. Inappropriate shock delivered do to noise and noise could be reproduced via isometrics. Oversensing was also noted on the atrial channel and rv shock impedance is trending up. Further lead assessment is recommended. Lead currently remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.